Event description:
When attempting to change the tube current settings while using the real ec function (automatically adjusts the tube current to the lower value based upon pt habitus) to a fixed value after the scan starts button (system ready) was illuminated, a value outside of the acceptable range was entered. At that time an error message was displayed which, the operator ignored and continued with the scan. This resulted in the image raw data not being stored. The scan was successful after the system was reset.